Event description:
On (B)(6) 2012, the patient contacted animas alleging that she experienced blood glucose (bg) up to 400 mg/dl with large ketones at times over the past two days. The patient stated that the pump has been losing power over the past two days and that the battery cap threads were stripped. The patient noted that the battery cap would come lose, she wouldn't notice right away, and her bg would elevate. The patient reportedly treated elevated bgs with insulin and drank water, and bgs would resolve. The patient denied any additional signs or symptoms of hyperglycemia. The alleged power issue is not likely to cause an adverse event, as the damaged battery cap is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. This complaint is being reported because, the patient allegedly experienced hyperglycemia while using insulin pump therapy. Use error was determined to be a cause or contributor to the reported bg excursion, as the patient continued using a pump with a damaged battery cap.

Manufacturer narrative:
(B)(4): the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: no defect was found. A 29 hour flow accuracy test performed; pump passed flow accuracy test and was found to be delivering within the required specifications. No power issues occurred during testing. The pump was opened and no damage was found to the power circuit. The battery cap was not returned with the pump. A test cap was used for testing purposes. Pump powers on normal with no alarms.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.